Event description:
The mother reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 757 mg/dl at the time of hospitalization. The mother reported the cause of the customer's hospitalization was from diabetic ketoacidosis. The mother stated the customer was feeling sick, nauseous, and had a hard time breathing, prompting the hospitalization. Customer was in the hospital at the time of the call. The mother also reported the customer was connected to the insulin pump during the hospitalization. It was found the customer was hospitalized because treatments with manual injections were ineffective to resolve the customer's blood glucose. Troubleshooting found the insulin pump passed a self-test, high pressure test and displacement test. Customer's current blood glucose was 69 mg/dl. The customer will be returning the insulin pump for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was had minor scratched lcd window and cracked reservoir tube lip. (B)(4).